Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with the monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, a cut along the trunk cable pierced the yellow (pgnd) and blue (can l) wires. The cause of thee test failure is the pierced wires. The root cause of the pierced wires cannot be positively identified. No adverse event resulted from the defective belt.